Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review of egms, the right ventricular lead and the atrial lead exhibited noise. Noise was not reproducible via isometrics. Further testing was discussed. No intervention was reported. Patient will continue to be monitored.